Event description:
It was reported that during an afib and ventricular premature complexes (vpc) ablation procedure, the body surface ECG signals on both the carto xp system and ep recording system disappeared from all channels. It is unclear whether or not the intracardiac (ic) signals also disappeared. Some trouble shooting was performed, however, issue still persisted. At the end the procedure could not be completed due to the signal disappearance and the inability to induce arrhythmia. The case was cancelled. Also unclear was the type of anesthesia the patient was given, and whether or not the transseptal puncture had been performed prior to the case cancellation. Patient's age, gender, and chronic health condition or major medical history was also not provided.

Manufacturer narrative:
(B)(4). It was reported that during an afib and ventricular premature complexes (vpc) ablation procedure, the body surface ECG signals on both the carto xp system and ep recording system disappeared from all channels. It is unclear whether or not the intracardiac (ic) signals also disappeared. This resulted in the case being cancelled. During the service of the carto xp system associated with the reported incident, the mapping catheter extension cable was replaced and the problem was resolved. The system worked fine. The piu was sent to the manufacturing site for investigation, where it was discovered that conn card was faulty. The piu was then sent to the subcontractor for repair. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).